Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date with a nasal sample. Additional testing (brand unknown) was performed with an unknown sample type and generated positive results. The consumer reported calling 911 the following day due to feeling weak and dehydrated, and were positive for covid-19. The consumer relayed that they are perfectly fine now. No additional information on treatment was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000784573 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180 / lot: 000784573d, device part number 195-430wl/ lot: 784573. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 784573 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date with a nasal sample. Additional testing (brand unknown) was performed with an unknown sample type and generated positive results. The consumer reported calling 911 the following day due to feeling weak and dehydrated and were positive for covid-19. The consumer relayed that they are perfectly fine now. No additional information on treatment was provided.